Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced dyspareunia, difficulty urinating, pain, vaginal scarring, loss of consortium, bleeding, neuromuscular problems, infection, extrusion and eroded mesh. An excision of the eroded mesh and surrounding tissue was performed.